Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the error code 3230 appeared in the mobile monitoring application indicating an unexpected error during interro gation with the implantable pulse generator (ipg). It was stated that when trying to send a transmission it kept showing the picture of the finger pressing the button. Patient reported that the blue light comes on the mobile monitoring application and then turned solid and went off. Confirmed that there were no other bluetooth devices connected on smartphone. Confirmed the mobile monitoring application was on the most recent update. Attempted to download the mobile monitoring application again but still showing the same issue. Re-attempted multiple times pairing the bluetooth device under settings-bluetooth but no success. Patient had wi-fi on. Troubleshooting exhausted. New smart reader was sent out to patient. The ipg remains in use. No patient complications have been reported as a result of this event.